Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient received a transplant on (B)(6) 2018. The patient experienced intermittent low flow and was confined to the hospital until transplanted. Due to low flow events, the patient was upgraded to status 2 on the unos heart listing criteria. There were no adverse events associated with the low flow events. No further information was reported.

Manufacturer narrative:
Additional information received.

Event description:
Additional information: the reported low flow events were thought to be a patient related condition (small lvedd). The account reported the treatment of the low flow events are permissive hypovolemia and bp control.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed the report of low flow alarms, a specific cause for these alarms could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established. The evaluation of the returned device did not reveal any issues. The submitted controller event log file captured sixteen transient low flow hazard alarms on (B)(6) 2018, which lasted up to approximately 30 seconds in duration. These alarms were associated with the calculated flow reaching values as low as 2.2 lpm, below the low flow threshold of 2.5 lpm. Despite the observed alarms, the pump appeared to have functioned as intended throughout the duration of the submitted data. The account communicated that the low flow events were thought to be related to the patient¿s small left ventricular end diastolic diameter. It was noted that an echo was performed, and the patient was treated for permissive hypervolemia with blood pressure control medication. The patient remained hospitalized from october until they were transplanted on (B)(6) 2018. The device was returned assembled with the pump cable severed approximately 6¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was returned and secured with the fully engaged cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas instruction for use and patient handbook explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The heartmate 3 lvas patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.